Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the device is not working and the cord started sparking. The plastic wore off the cord and the wires are exposed. The device with power accessories has not been returned for investigation. The user did not see any flames. There was no report of patient harm or injury. Labeling instructs the user to periodically inspect the ac power cord for signs of wear or damage and to replace the ac power cord if worn or damaged. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.